Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.